Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found one of the pins inside the cable connector was damaged. The connector catches slightly when plugged into a programmer. Despite the cable connector issue, the rf (radio-frequency) head passed testing, with no loss of telemetry. (B)(4).

Event description:
The programmer rf (radio-frequency) head was returned to the manufacturer, analyzed, and tested out of specification. No patient co mplications were reported as a result of this event.

Manufacturer narrative:
Further review prompted a change in the device analysis results.